Event description:
It was reported that cadd-solis vip displayed error code 45639. No patient injury reported.

Manufacturer narrative:
Additional information received via email and attached date received on 03/02/2022: this occurred during testing. Not while in the patient's home.

Manufacturer narrative:
Other text: h6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was missing the tamper seal and the downstream occlusion sensor seal was bubbled. The event log was unable to be downloaded. Upon function testing the reported problem was duplicated. The root cause of the reported problem was a defective microprocessor unit board. The board was replaced to resolve the issue. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.